Manufacturer narrative:
Supplemental submitted with evaluation results. Though it was confirmed functionality was not affected by the bent frame, the unit was removed from service as it was not able to be repaired.

Event description:
It was reported that the main frame of the bed and head section were bent. Whether head section of bed was affected was not reported. Investigation still pending. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the main frame of the bed and head section were bent. Whether head section of bed was affected was not reported. Investigation still pending. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.